Event description:
In 2006 the lay user/reporter, the pt's mother, contacted lifescan (lfs) alleging the one touch ultra meter had segments missing from the characters on the display. The medical affairs specialist (mas) spoke with the reporter 3 days later to obtain and verify info. Three days earlierin the afternoon, the pt was asleep, and was pale and unresponsive. Her mother tested her blood glucose to be '11 mg/dl' using the reported meter. According to the owner's booklet for this meter, the meter's result range is 20 to 600 mg/dl. The pt was treated with soda to drink. After the soda, the pt's blood glucose level was retested, and the reporter noted there were segments missing from the displayed result, with the 'ketones?' Message. According to the owner's booklet, the message 'keytones?' Will be displayed when the blood glucose result is greater than 240 mg/dl. The reporter called the physician, who recommended the pt be taken to the emergency room. At 4:0 0pm, the pt's blood glucose level was tested in the ER to be 'greater than 500 mg/dl' using a one touch surestep meter. The pt was treated with humalog insulin, monitored, and then released from the ER. This was the first time the reporter noted segments missing from the meter's display. She was unable to provide blood glucose results from earlier in the day, but stated they were as expected. The pt had taken her normal meals and meds earlier in that day. At that time, the pt had an ear infection, and was using antibiotic drops. The pt takes lantus insulin 48 units in the evening, humulin insulin 25 units in the morning, and humalog insulin on a sliding scale, adjusted based on meals and meter readings. The pt had a backup meter but it was not functioning. The meter, test strips and control solution were replaced. While hyperglycemic, the pt obtained a reading of '11 mg/dl' on the reported meter, and was treated with soda. The pt required emergency medical attention and treatment with insulin. The meter readings were misinterpreted due to the missing segments in the display.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them.